Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker's longevity dropped to four and a half years. The patient was found out to be in atrial fibrillation (af) since implant. Boston scientific technical services (ts) reviewed battery detail and noted that the power consumption was high. Analysis determined that the battery was depleting normally. The elevated power consumption is due to the sensing of persistent atrial fibrillation (af). The device was not returned however, laboratory analysis determined that this device exhibited high atrial sensing affecting longevity. As of this time, the device remains in service. No adverse patient effects were reported.